Event description:
On (B)(6) 2009, a medtronic sales representative reported that the doctor was complaining that the c-pak was "hard as a rock" in a patient 1 week post-op. The patient irrigated the sinus as instructed. The sales rep was unable to obtain the lot number or samples of the product. All of the c-pak was removed and discarded, patient was irrigated with fluid and reported to be fine. The doctor stated that similar events with c-pak occurred more than once previously (event date unk) with other patients (male and female).

Manufacturer narrative:
Evaluation of the device, or a device from the same lot was not possible. The lot number is not known. A review of the manufacturing records was not possible as no lot number was provided. Medtronic could not determine if the doctor used the most current version or an earlier design of the c-pak. The c-pak# cmc dissolvable nasal dressing is a sterile nasal dressing and sinus stent composed of crosslinked cmc (carboxy methyl cellulose) material; it is provided in a plastic pouch in a powder form and is hydrated into a gel immediately prior to use. The gel is eliminated #14 days with adequate hydration, or it may be suctioned or irrigated from the cavity earlier at the discretion of the physician. The c-pak# is intended for use in patients undergoing nasal/sinus surgery as a space occupying stent to separate and prevent adhesions between mucosal surfaces during mesothelial cell regeneration in the nasal cavity; to help control minimal bleeding following surgery or nasal trauma by tamponade effect, blood absorption and platelet aggregation; and to help prevent lateralization of the middle turbinate during the post operative period. It is recommended that c-pak# be used immediately after opening of # the packaging; discard any unused portion of the device. Foreign body reaction may occur as with most surgical adjuvant # treatments. The powder must be completely hydrated with sterile 0.9% sodium # chloride (saline), prior to placement in the nasal cavity, to ensure elimination upon visible observation in 14 days. Inadequate hydration can lengthen elimination time. Any residual gel that has not dissolved or left the surgical site through # normal outflow passages may be easily removed through gentle suction or irrigation.